Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level 400 mg/dl. The customer's blood glucose was 325 mg/dl at the time of the call. Customer stated that she noticed moisture under the lcd screen. Customer ran a self-test and it did pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. No unexpected numbers ramping during testing. No moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked reservoir tube lip and stained address number label.